Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6) 2010.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 1999. Subsequently, radiographs revealed poly wear and a revision procedure was performed on (B)(6) 2008. The acetabular cup and polyethylene liner were removed and replaced.